Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. No obstruction was observed on the vents, but customer cleaned them anyway and the issue resolved. The customer's blood glucose was 170 mg/dl.